Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer (fse) assisted the customer in recovering failed pockets in auxiliary drawer 4.1, row board. The drawer was not displaying in the hardware testing application (hta) and had multiple rows of pockets failing. The fse powered down the station and replaced the drawer controller board. After powering the station back on, tested the drawer, and all returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had failed drawer. As per part investigation, it was determined that no anomalies or faults were observed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the medstation es main, the drawer failure was confirmed during fse testing. According to work order (wo) (B)(4), the field service engineer (fse) identified issues with aux drawer 4.1, which had previously experienced similar failures. The drawer was not detected by the hardware testing application and showed multiple pocket failures. To resolve the issue, the drawer controller board was replaced, and the station was rebooted. Functional tests confirmed the drawer was operating correctly. Laboratory inspection confirmed that pcba dwr cntlr v1.10/v1 (sn (B)(6); p/n (B)(4)) was received without physical damage, liquid traces, all components present, and good soldering quality. Following bd internal procedure, resistance measurements were performed with a dmm following the test points indicated in the pap, including resistors, diodes, and capacitors. The pcba dwr cntrl passed the electrical test. A functional test was performed using the hta, and the unit successfully passed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the issue reported with the medstation es aux 7dr was not identified. An inspection and functional test performed on the received part did not show any anomalies or faults throughout the evaluation process.